Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: over-sewed to fix the incomplete staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric rou en y. While firing on the gastrojejunostomy there was poor staple formation. The staples deployed on the distil tip but did not form. The status of the indicator lights and handle indicator were flashing. There was no patient injury.